Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector pin of the attempted epicardial left ventricular (lv) lead was bent while tunneling the lead to the pocket. The physician attempted to straighten out the lead but overcorrected. The physician then inserted the lead into the header of the chronic cardiac resynchronization therapy defibrillator (crt-d) and secured it but the lead broke upon performing a tug test. The lead was also reported to have fractured. The lead pin plug was lodged into the header of the crt-d. The crt-d and lead were then removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device had foreign material in the connector and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.